Manufacturer narrative:
(B)(6). Philip's product support engineer advised the customer to replace the power management printed circuit board. The customer replaced the part to address the event and reported the issue was resolved.

Event description:
The customer reported a 35v volt failure. There was no patient involvement reported. The event date was not specified; estimate used.